Event description:
Procedure performed: unknown. Event description: complaint 1 of 3: (B)(4), complaint 2 of 3: (B)(4), complaint 3 of 3: (B)(4). [Translation]: the black internal valve makes it very difficult to manipulate the optic inside the patient quite quickly during the procedure and becomes externalized when the optic is taken out completely, even requiring the device to be held in place in order to extract the optic, which is not normal use. We never had this type of problem before. The incident has occurred several times in recent weeks. Intervention: applying additional force. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the unit. However, the complainant¿s experience of drag force could not be replicated or confirmed as the event unit passed relevant testing and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: unknown. [Translation]the black internal valve makes it very difficult to manipulate the optic inside the patient quite quickly during the procedure and becomes externalized when the optic is taken out completely, even requiring the device to be held in place in order to extract the optic, which is not normal use. We never had this type of problem before. The incident has occurred several times in recent weeks. Additional info received from an applied medical representative via email on 05mar25: tm stated the following ' the procedure performed was a left colectomy for 2 of them, the third one might also be a colon but they are not sure anymore'. Intervention: applying additional force. Patient status: no patient injury or illness was reported.